Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure prior to inserting the balloon catheter in the body, the physician noted a blue piece of catheter material in the saline bowl as he was about to bathe the balloon tip in the saline bath. The physician thought it was from the catheter. The catheter was replaced and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: upon visual inspection of catheter 2af284/18304-94, results showed the device was intact with no apparent issues, however, a blue foreign object (length: 2 mm) was observed in the package. Further material analysis will be completed to identify the composition of the particle. Smart chip verification indicated the catheter was not used. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, the presence of the foreign particle has been confirmed through testing. The catheter passed the functional test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.